Event description:
Litigation papers allege the pt was injured by excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 11/18/2014 -medical records received. Upon revision, fluid, adverse local soft tissue reaction, and no bony ingrowth on the acetabular cup were noted. The stem and sleeve are being added to the complaint for elevated metal ion levels. The stem remained in situ. This complaint was updated on: 12/18/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 6/25/2014 - sales rep reported revision surgery. Patient was revised to address pain. The patient previously had a resurfacing head, which was revised on (B)(6) 2009. Information for the resurfacing head can be located on (B)(4). There is no new additional information that would affect the investigation. This complaint was updated on: 07/17/14.